Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for normal generator change out procedure. During procedure, the atrial lead exhibited minor insulation anomaly. All the electrical measurements were in range. No intervention was performed on the lead. The lead remained implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
Correction - device manufacturing date should have been reported as oct 4, 2007.